Manufacturer narrative:
The autopulse platform was returned to zoll on 11/02/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the battery lock was damaged. The physical damage noted during visual inspection is unrelated to the customer's complaint. A review of the platform's archive was performed and user advisories (ua) 45 (not at "home" position after power-on/restart) was observed on initial power up. Multiple ua 45 and ua 12 (lifeband not present) were observed on the date of (B)(6) 2015. The customer's reported complaint of the autopulse platform displaying ua 45 and ua 12 error messages was confirmed. Functional testing could not be performed due to the user advisory 45 received upon powering up the device. Based on the investigation the parts identified for replacement are the front enclosure, battery lock and both load cells, which are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. In summary, the customer's reported complaint of the autopulse platform displaying a ua 45 and ua 12 error codes was confirmed through review of the archive log. Functional testing could not be performed due to receiving error codes upon power on. To remedy the ua 45 fault, the shaft was rotated to home position. The device was stressed out using lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 10 minutes, no fault found after testing. Observed load cell 1 and load cell 2 high on the reading; therefore as a precaution both load cells were replaced. The physical damage of the battery lock, found during inspection was not related to the reported event. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) and ua 12 (lifeband not present) messages. No patient involvement was reported. No further information was provided.